Event description:
The customer's daughter reported that the aviva system gave higher than expected readings during a hypoglycemic event. The caller alleged that the device gave incorrect results which caused the customer to take too much insulin. At approximately 9:20 am the customer reportedly received the following results on the aviva system within 10 minutes: hi mg/dl, (which on the system indicates a result in excess of 600 mg/dl), 130 mg/dl, and 106 mg/dl. The caller reported that the customer was having hypoglycemic symptoms and was disoriented when they received these readings. At an unknown time, prior to the event, the customer reported that he received results of 48 mg/dl and 356 mg/dl 15 minutes apart. The customer reported that he took 60 units of long term insulin and 20 units of short term insulin the morning of the incident. Based on the customer's condition, his daughter called the emt's. The blood glucose result obtained on the emt's device was not provided. The emt's treated the customer with 2 tubes of glucose gel. Within an hour of treatment the customer was feeling better, and was not transported to the hospital. The lot number was not provided. Return of the suspect device was requested for evaluation.